Manufacturer narrative:
The insulin pump was received with unit heating up and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had overheating. Insulin pump when take out the battery. The battery was too hot to hold. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.